Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that she was hospitalized on (B)(6) 2016 with a diabetic ketoacidosis. She was in a medically induced coma and was not alert yet. The customer had two stints inserted in her heart. Customer's blood glucose level was 800 mg/dl. The device was not returned.